Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was ¿black discoloration¿ found in the catheter of a bd insyte¿ autoguard¿ bc shielded IV catheter before use. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation results: three sample units were received for evaluation by our quality engineer team. Upon examination, foreign matter was observed on the grip of all three units. The foreign matter was identified as grease. The introduction of the grease to the product was determined to have occurred during the manufacturing process or the molding process, a definite location of introduction could not be determined. Scheduled preventive maintenance tasks are completed on a standard cycle to minimize the occurrence of this issue. DHR review were performed on the lot numbers 7174864. The lot number was built on afa line 11 from july 3, 2017 thru july 7, 2017. Review of the DHR revealed that all required challenges samples and testing was performed per specification in accordance with the set-up and in process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Observations and testing: received three unused iag/bc 20ga units from the lot number 7174864. Two units were in opened packages. One unit was in a sealed package. Visual/microscopic examination: unit 1 ¿ fm observed in the cloudy area of the grip and very small fm on the bottom near the opening. Unit 2 ¿ fm observed in the cloudy area of the grip. Unit 3 ¿ a very small fm observed in the cloudy area of the grip. The fm was brown in color, had the characteristic of grease and greater than .20 square millimeters. Unit 2 was dissembled and using lab supplied q-tip, removed the fm from inside of the grip. The fm was identified as grease. Conclusions: bd was unable to determine where the fm was introduced, during the molding process or the manufacturing process. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated monthly. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.